Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) failed fill manifold leak test.there was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0997-00-0565 assy, helium reservoir serial number (B)(6) with a reported unit failure of failing the fill manifold leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-0565 assy, helium reservoir serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the helium reservoir to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not confirm the complaint of the helium reservoir failing the leak test. After an all-manifold test was performed, the helium reservoir passed all testing. Retaining the helium reservoir in the fat dept. Per procedure number 0002-07-d008 rev. Au. A getinge field service engineer (fse) replaced the fill manifold assembly (d997-00-0565) to resolve the issue. Unit now passes leakage test. Issue resolved. Unit now passes all tests and calibrations to manufacturer standard.